Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).

Event description:
It was reported that the trans-ray plus 7.5fr 40cc iab had automatic filling error alarms occurred frequently after inserted. After the balloon replacement there were no problems. There was no health risk to the patient.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings,conclusion),h11. An iabp with a 40 cc balloon was placed using the cardiosave system following cardiac catheterization. Shortly after therapy initiation frequent automatic filling error alarms occurred prompting replacement of the balloon. After replacement the device functioned normally and no patient harm or health risk was identified. The product was not returned so no decontamination or visual inspection could be performed and a root cause could not be confirmed. Review determined the failure mode is addressed in the risk file and IFU and no nonconformities or evidence of an adulterated or counterfeit product were identified.